Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site. The patient underwent a surgical procedure (date not reported) for rotation of the skin flap. The implanted device remains.